Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling was found. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead could not be placed due to a reported bend at the distal portion of the lead that the stylet could not straighten. The bend was reported after a moderately difficult transition across the tricuspid valve. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.